Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
The customer reported via phone call that the exposed to fluid and blank display. The blood glucose at the time of the incident was 130 mg/dl. The device was returned for analysis.